Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please clarify if vicryl was involved in the any of the 2 reported complications. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture, involved contributed to the adverse events described in the article, specifically: marginal injury of the spleen by a nontraumatic needle (n=1), post-operative hemorrhage from short gastric vessels (n=1)? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, vicryl suture?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic plication of the greater gastric curvature combined with nissen fundoplication on unknown date and the suture was used for gastroplication as one row of separate units. The patient experienced a marginal injury of the spleen by a nontraumatic needle fixed in a needle holder and hemorrhage was stopped by electrocoagulation with additional wound closure by fibrin glue. It was also possible that the patient experienced post-operative hemorrhage from short gastric vessels and it has been required re-laparoscopy for treatment. Additional information has been requested.